Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The reported observation of ¿cannot connect to generator¿ was confirmed. The inability to establish communication with the device was due to it having reach its end of life. The root cause of the reported observation was not ascertained. The ipg diagnostic logs did confirm the device exhibited a change in performance after 6/28/2022. It was noted that an attempt to place the device in MRI mode occurred on 6/17/2022; this was captured in the event details in the associated per-2022-0093991. No further information was provided from the field concerning if the patient had an MRI on 6/17/2022. The estimated longevity would have been 5.5 years +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 3660. Using the patient¿s last known settings. The total stimulation on time was 550 days or 1.5 years. The device did not meet it estimated longevity based on the programming history. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The device exhibited normal device characteristic during analysis. The returned ipg failed the proclaimxr battery warranty evaluation as the programming requirements were not followed. The ipg programming used continuous mode and exceeded the amplitude limits.